Event description:
Reporter stated that patient went to hospital on (B)(6) 2012 for a hernia repair. After the repair, she experienced so much pain for the first 6 months. After 2 years, she went to the bathroom one day and had vaginal bleeding. Reporter took patient to (B)(6) hosp. Where doctor indicated that the mesh had to be explanted for patient to feel better. In (B)(6) 2014, the mesh was taken out and was replaced with another brand of mesh. Patient was hospitalized for 10-15 days. Caller stated a polyp was discovered and taken out and patient was treated with low radiation therapy. Patient feels better after procedure and is currently doing well.